Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® sst¿ ii advance plus blood collection tubes 3 tubes which were found with a curve. The following information was provided by the initial reporter: the costumer complained on 3 tubes which were found with a curve.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that after use of the bd vacutainer® sst¿ ii advance plus blood collection tubes (B)(4) tubes which were found with a curve. The following information was provided by the initial reporter: the costumer complained on (B)(4) tubes which were found with a curve.